Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that buttons of the insulin pump have to be pressed harder for response and the insulin pump does not acknowledge the battery. Customer's blood glucose level was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Insulin pump received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Insulin pump received with normal operating current. Insulin pump passed self test. Insulin pump passed off no power test.